Manufacturer narrative:
The suture was examined for visual inspection attribute defects and none was noted; however, there isn¿t sufficient impression at the swage on the suture end, resulting in the needle pull off. The assignable cause is a light swage defect, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? No. Did any piece of the needle fall inside of the patient? If so, was the needle piece and how? No. Was the needle being held by a needle-holder? Yes. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? - during use. Is the lot number of the device available? - no, package has been discarded please clarify what the correct alert date is. Probably jet lag reason for system time. (B)(4).

Event description:
It was reported that the patient underwent a laparoscopic myomectomy procedure on (B)(6) 2016 and a barbed suture was used. During the procedure, the needle was pulled off from suture. Another like device was used to complete the procedure. There were no patient consequences reported.